Manufacturer narrative:
Follow-up # 1 ¿ (06/02/2014). The patient¿s meter has been returned on 4/29/2014 and evaluated by lifescan product analysis on 5/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verioiq meter read inaccurately erratic. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests five times a day and manages his diabetes with 13 units of ¿insuman rapid solosta¿ insulin. A week prior to contacting lfs, the patient reportedly obtained blood glucose readings of ¿480, 360, and 180mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. After the alleged meter issue occurred, the patient confirmed he administered insulin; however, the patient does not recall the dosage. Approximately two to three hours after the reported issue occurred, the patient clarified he developed a symptom of dizziness; he consumed a banana as treatment; and felt better an unknown time later. The patient did not test his blood glucose afterwards. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement meter was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.